Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/23/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior and interior inspection was performed and it failed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the customer complaint could not be confirmed. A root cause could not be determined.